Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6)2013, the sensor was removed on the date of insertion. The patient reports that the sensor was removed and the sensor wire remained in his skin. The patient reports that he removed the sensor wire and did not experience discomfort. No medical intervention was required. The patient reported he was in fair condition at the time of the report.